Manufacturer narrative:
The returned device was evaluated and the case description states that one of the user's pods expired and then after that they were not able to activate a new pod. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files show that the user's last pod ran to an expiration alarm and was attempted to be deactivated but was then discarded. Upon activating a new pod, the controller was getting stuck on step 1. The log files further confirm that the controller was able to start activation and find a pair able pod, however failed to complete activation. This was repeated for each attempt made at activating a new pod. A new pod was never successfully activated in the available log files. The log files show that this was not a compatibility issue between the pod, controller or cgm. No abnormalities were seen in the log files that would prevent the controller from successfully communicating with the pod to complete activation. No app errors or alarms were generated by the controller. The exact cause of the controller communication error at startup could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient reports being unable to activate a pod as their controller would not communicate after the last pod the patient had used expired. No further information is available as to this event.